Event description:
On (B)(6) 2022, the reporter claimed that the product was defective on (B)(6) website. The control strip didn't work in one of the tests, the reporter said company wouldn't make up for the loss, and he/she wrote a review asking user to buy a reputable brand. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).